Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that they eat to raise blood glucose from low. Customer had using insulin pump system within 48 hours of reported high blood glucose. Customer stated that insulin pump also had blank display. Customer stated they went to swimming and insulin pump was not working. Customer does not want to troubleshoot for blank display due to fluid in the insulin pump. Customer reported that there was fluid in the battery compartment. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to a corroded battery tube and corroded battery tube spring and moisture damaged electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. No moisture damage on the electronic assembly, motor or keypad assembly noted.